Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There was no leak noted during preparation or during initial inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device. In this case, it is likely that the same challenging anatomy contributed to the reported balloon rupture as such that the balloon became damaged and subsequently ruptured during second inflation. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, mildly tortuous, 90% stenosed mid right coronary artery. A 3.5x12mm nc trek balloon dilatation catheter (bdc) was advanced with a non-abbott guide wire, but the bdc faced resistance with the anatomy during advancement. The balloon ruptured during the second inflation at 10 atmospheres. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.